Event description:
Revision surgery -due to the patient's shoulder dislocating.

Manufacturer narrative:
The reason for this revision surgery was due to a dislocation after 3.6 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was reported requested by the patient and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against a part form this lot number. The root cause for the patients dislcoation was not reported and could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.